Event description:
A registered nurse reported to (B)(6) that multiple patients have needed to replace tego caps prior to 7 days due to pressure issues while on the machine and not being able to remove heaprin locks from cvc. Once tego caps are remove, there are no issues with flow of the cvc. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".